Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 61 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, already supported by a vent for respiratory needs. The underlying medical history was not shared. During the support there was bloody emesis and a concern of a gastrointestinal bleed. The bleed concerns prompted the team to stop the anticoagulation. After 2 days of support the team made the decision to remove the pump due to the patient's inability to tolerate the anticoagulation needed for pump support. Anticoagulation necessary for the pump placement and support can contribute to bleeding, despite this bleed did not prompt any blood product infusion as the hematocrit and hemoglobin remained stable.